Event description:
An event occurred on an unspecified date involved a transpac® it, 3 ml/hr 72" (182 cm) blue stripe pressure tubing and macrodrip where it was reported that, over the past weekend one of the transducer monitoring kits failed during a procedure. One of the luer adaptors had broken away causing it to leak. There was unknown patient involvement, and unknown harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Possible lot numbers: 14747407, 14636279, 14594676, 14384688, 14150833 and 14265719.